Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used with an encore inflator during a ureteroscopy procedure on (B)(6), 2012. According to the complainant, there was difficulty inflating the balloon during the procedure. The balloon was able to be pressurized above 0 atm before a leak was noticed. The balloon was inflated with a 50/50 mixture of sterile water and contrast. The balloon was then removed from the patient. The physician completed the procedure with another uromax balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine.'

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The condition of the returned device was consistent with the complaint incident. Initial examination of the returned device noted that the balloon material was deflated and that there was presence of dried contrast media inside. It was not possible to inflate the balloon due to the dried contrast media crystals initially. The device was soaked in warm water in an attempt to dissolve the contrast media for approximately twenty minutes. An attempt to inflate the balloon material after that failed due to a pinhole leak located at the distal radio opaque (ro) marker band. Examination of the distal ro marker band found no issues. A visual and tactile examination of the shaft of the device found no anomalies. The root cause classification of this investigation is operational context.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used with an encore inflator during a ureteroscopy procedure on (B)(6) 2012. According to the complainant, there was difficulty inflating the balloon during the procedure. The balloon was able to be pressurized above 0 atm before a leak was noticed. The balloon was inflated with a 50/50 mixture of sterile water and contrast. The balloon was then removed from the patient. The physician completed the procedure with another uromax balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4) for the reported event of "balloon was difficult to inflate and leaked."